Manufacturer narrative:
Patient codes: 1964 labeled. Device codes: 2507 labeled. Internal file number - (B)(4). Correction: brand name updated from mitraclip system clip delivery system nt to mitraclip ntr delivery system. Correction: catalog number updated from cds0502 to cds0602-ntr. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the single leaflet device attachment (slda) cannot be determined. The increased mitral regurgitation (mr) was due to the slda. The reported patient effect of mr iss listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The investigation determined the reported break/detachment of the lock lever appears to be related to a potential product quality issue; however, a definitive cause cannot be determined. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed medwatch, additional information was received: on (B)(6) 2019, a transesophageal echocardiography (tee) was performed which noted the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The mr increased to 4+ therefore the patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the lock lever detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and positioned. When removing the lock lever cap, the lock lever broke. The clip was able to be deployed, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.